Manufacturer narrative:
Based on the limited information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Regarding infection the warning section of the IFU states, if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis. In follow up with the patient we have learned that he has an attorney. If / when additional information is provided by the patient's attorney, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that following the implant of a bard perfix plug (implant date unknown) the patient has experienced pain and infection. It is alleged that on (B)(6) 2016 the patient had surgery for a blockage in his legs, that is alleged to be related to the mesh. The contact reports the patient has been seen multiple times in the ER and was seen at a clinic on (B)(6) 2017. It is alleged that the polypropylene has been "deteriorating throughout his body."